Manufacturer narrative:
No intervention provided. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that they had lost a kidney as a result of the index procedure. No clinical sequelae were reported.